Manufacturer narrative:
K122734 PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Samples received: none. Analysis and results: exact batch number involved in the cases is not known. The batches supplied to the customer in the last year have been reviewed. We manufactured and distributed in the market: 8,748 units of batch 118477, 8,496 units of batch 119041, 4,104 units of batch 119092, 4,284 units of batch 119155, 4,464 units of batch 119156, 3,600 units of batch 119232, 8,208 units of batch 119235, 3,744 units of batch 119303, and 3,960 units of batch 119372. There are no units in stock in b. Braun surgical's warehouse of any of the possible code-batches. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing records of the possible code batches and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Only two batches had an incidence during production (119155 and 119156), batches were re-worked and released fulfilling specifications. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited.

Event description:
It was reported that there was an issue with novosyn. During removal of the needle, it breaks, with rough thread damaging fragile tissues and sliding very badly. The malfunctions (detachment, suture breakage, and roughness) occurred att the obstetric unit. Further information has been requested.